Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. Additional contact information: (B)(6).

Event description:
The event involved a plum 360 and it was reported that the administration of parenteral nutrition to a newborn was completely administered earlier than scheduled. The parenteral nutrition was scheduled to start at 6 p.m. Of 11-mar-2026 until 6 p.m. Of 12-mar-2026, a planned total duration of 24 hours; however, it ran out 4 hours earlier than intended. There was no harm reported.

Manufacturer narrative:
D9 - date returned to MFR:4/13/2026 conclusion of customer protocol test the device was programmed on channel a to deliver a volume of 132 ml over 24 hours, at a flow rate of 5.5 ml/hr, resulting in 130 ml delivered in 23 hours 59 minutes. 132 ml * 5% = (+/- 6.6 ml) with a tolerance of +/- 5%. The delivery value was within the permitted range. The delivery margin error was -2 ml. According to the customer's experience, the device delivered 4 hours early. Customer protocol tests determined that the device operated for 23 hours and 59 minutes without interruption, and the infusion was completed without over-delivery or alterations to the values, delivering the programmed amount. A free flow test was performed to rule out uncontrolled flow delivery due to the mechanism; this test passed successfully. A keypad test was also performed to verify that it was not automatically reprogramming itself. Each key functioned correctly; the test passed successfully. It can be concluded that during the customer protocol and product verification tests, the device infused correctly without over-deliveries, generating no technical failures or alarms, or overprogramming issues caused by the keyboard. Probable cause: a probable cause cannot be determined because, on the date reported by the customer for the event between march 11th and 12th, an infusion was found to have run for 23 hours and 55 minutes, not 20 hours as described by the customer. However, it is noted for the customer information that the infusion started on march 12th at 17:44 did run for 20 hours and 38 minutes out of the 24 hours programmed. It was stopped by an alarm indicating "proximal air in line a." This event is close to the duration reported by the customer, which was 4 hours earlier than expected.